Event description:
Caller reported a cartridge alarm issue, specifically alarm 30, but the problem did not adversely affect the customer's blood glucose level. The issue did not occur during the load process, and although the caller had not previously reported this specific alarm, consecutive cartridges had shown similar issues. Cts decided to replace the pump, confirming the shipping address and arranging delivery with a signature requirement. The caller was informed about using manual injections as a backup therapy in the meantime. Additionally, cts provided the caller with instructions for placing the faulty pump into storage mode and details on programming the new pump once received. Caller acknowledged and agreed to return the defective pump within 10 days to avoid any additional charges and to connect their continuous glucose monitor (cgm) to the replacement pump.